Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
This report was submitted in error. Additional information received by the hospital discharge summary indicated the tavr procedure (B)(6) 2011 had been aborted due to an inability to pass the large sheath through the patient's iliofemoral system. The tavr procedure was successfully reattempted on (B)(6) 2012 with no complications to report.

Event description:
As reported through the patient registry, approximately 10 months post transcatheter aortic valve replacement (tavr) procedure, a decision was made to deploy a 26mm sapien valve. Attempts are being made to obtain further information.